Event description:
Device malfunction - needle detached in pt's arm when administering im injection with smiths medical hypodermic needle pro 22g x 1 1/2 inch needle, the needle disconnected from the needle protection device. (At the grey hub, not luerlock connection) and stayed in pt's arm.